Event description:
During medex'- in-house testing, the unit failed to alert occlusion.

Manufacturer narrative:
During in-house testing, the unit failed to alert occlusion due to a nonfunctional flex circuit cable. Medex was able to confirm the issue and determine a cause. No direct cause could be determined for the failing flex circuit, which is a component purchased by medex. The issue is being monitored for trend. The unit was repaired and returned to the customer. No additional action is necessary at this time. Medex considers this MDR closed with this report.